Event description:
It was reported that the pacemaker was scheduled for a device exchange. It was noted that upon interrogation the merlin programmer software would restart during several attempts at interrogating the pacemaker. The programmer was exchanged for another, and the procedure was completed the pacemaker was exchanged due to having reached the normal elective replacement indicator (eri). Interrogation using the programmer the following day alone without the pacemaker was successful with no issues. Although procedure preparations took time, there were no patient consequences.